Event description:
It was reported that during a surgical procedure at the user facility, the tourniquet did not restrict as required due to leaking of blood. The machine beeped low restriction; blood present when should be restricted. No clinically significant delay, no medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a surgical procedure at the user facility the tourniquet did not restrict as required due to leaking of blood. The machine beeped low restriction; blood present when should be restricted. No clinically significant delay, no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.